Event description:
A report was received that the patient underwent an explant of the paddle lead due to lead site discomfort. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Explanted paddle lead will not be returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.